Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported that during a localizer procedure on (B)(6) 2026, the localizer reader was unable to detect the localizer tag. It is reported that troubleshooting was attempted by powering the device on and off several times in addition to changing between probe modes; however, the tag still could not be detected. The user site denies any harm to the patient and reports that the procedure was completed by using a "c-arm"; however, the user site reports the tag was never located. Injury MDR submitted due to the inability to confirm the localizer tag was removed from the patient.